Event description:
Boston scientific crm received information from an out-of-service (oos) form that this right ventricular (rv) defibrillation lead had dislodged. The patient was presented to the electrophysiology (ep) laboratory and the rv defibrillation lead was explanted and replaced without incident.

Manufacturer narrative:
Boston scientific crm received information that the rv defibrillation lead was disposed and will not be returned to boston scientific's post market quality assurance laboratory.